Manufacturer narrative:
Combination product: yes only the stent was returned for investigation and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The stent was returned unprotected in a plastic bag. The stent is severely deformed (i.e. Elongated) over its entire length. The delivery system was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (94 percent stenosis degree) in the severely tortuous proximal lad. During lesion crossing resistance was felt. Thus, it was decided to withdraw the stent system, and upon removal the stent dislodged from the balloon outside of the patients body. The intervention was completed with another orsiro mission.